Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of device dislocation ("essure was badly implanted from the beginning, therefore it migrated"), several episodes of abdominal pain ("abdominal pain, predominantly hypogastric" and "abdominal pain"), pelvic infection ("at laparoscopy they found infection") and haematosalpinx ("left haematosalpinx") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced device placement issue ("essure was implanted incorrectly"). In (B)(6) 2015 she experienced intermenstrual bleeding ("scarce intermenstrual bleeding") and adnexa uteri pain ("left adnexal pain"). On (B)(6) 2016 she experienced a first episode of abdominal pain (seriousness criteria hospitalisation and intervention required) with vomiting, feeling abnormal and dermatitis contact, pelvic infection (seriousness criteria hospitalisation and intervention required) and haematosalpinx (seriousness criteria hospitalisation and intervention required). On (B)(6) 2018 she experienced a second episode of abdominal pain. On (B)(6) 2019 she experienced a third episode of abdominal pain (seriousness criteria hospitalisation and intervention required). On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("intense pain during sexual intercourse"), allergy to metals ("allergy to the metal") with vomiting, feeling abnormal and dermatitis contact, genital haemorrhage ("heavy bleeding"), pelvic adhesions ("adherences"), headache ("strong headaches"), swelling ("swelling"), painful joints ("pain in joints/ pain in elbows"), shoulder pain ("pain in shoulders"), asthenia ("lack of strength to lift weight"), metal poisoning ("metallosis") and fatigue ("tiredness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (left essure, one fallopian tube and left ovary removed, adhesiolysis and left adnexectomy with laparoscopy switched to a laparotomy on (B)(6) 2018 and hysterectomy, laparoscopic right adnexectomy on (B)(6) 2019). Essure was removed. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, the third episode of abdominal pain, adnexa uteri pain, allergy to metals, painful joints, shoulder pain, asthenia, device dislocation, device placement issue, dyspareunia, fatigue, genital haemorrhage, haematosalpinx, headache, intermenstrual bleeding, metal poisoning, pelvic adhesions, pelvic infection, pelvic pain, swelling and weight decreased to be related to essure administration. The reporter commented: diagnostic hysteroscopy performed on (B)(6) 2015. Intratubal devices were implanted without incidents. Hysteroscopy on (B)(6) 2015: right essure was removed and a new one was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): epicutaneous skin testing positive [for metal]. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: events metalossis, weight loss, tiredness were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device dislocation ('essure was badly implanted from the beginning, therefore it migrated'), pelvic infection ('at laparoscopy they found infection'), haematosalpinx ('left haematosalpinx') and multiple episodes of abdominal pain ('abdominal pain', 'abdominal pain, predominantly hypogastric') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "essure was implanted incorrectly" on (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced metrorrhagia ("scarce intermenstrual bleeding") and adnexa uteri pain ("left adnexal pain"). On (B)(6)2016, the patient experienced the first episode of abdominal pain (seriousness criteria hospitalization and intervention required) with vomiting and feeling abnormal, pelvic infection (seriousness criteria hospitalization and intervention required) and haematosalpinx (seriousness criteria hospitalization and intervention required). On (B)(6)2018, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6)2019, the patient experienced the third episode of abdominal pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("intense pain during sexual intercourse"), allergy to metals ("allergy to the metal") with dermatitis contact, genital haemorrhage ("heavy bleeding"), pelvic adhesions ("adherences"), headache ("strong headaches"), swelling ("swelling"), arthralgia ("pain in joints/ pain in elbows"), musculoskeletal pain ("pain in shoulders") and asthenia ("lack of strength to lift weight"). The patient was treated with surgery (adhesiolysis and left adnexectomy with laparoscopy switched to a laparotomy on (B)(6)2018, hysterectomy, laparoscopic right adnexectomy on (B)(6)2019 and left essure, one fallopian tube and left ovary removed). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, pelvic infection, haematosalpinx, the last episode of abdominal pain, pelvic pain, dyspareunia, allergy to metals, genital haemorrhage, metrorrhagia, pelvic adhesions, headache, adnexa uteri pain, swelling, arthralgia, musculoskeletal pain and asthenia outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, arthralgia, asthenia, device dislocation, dyspareunia, genital haemorrhage, haematosalpinx, headache, metrorrhagia, musculoskeletal pain, pelvic adhesions, pelvic infection, pelvic pain, swelling, the first episode of abdominal pain, the second episode of abdominal pain and the third episode of abdominal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: diagnostic hysteroscopy performed on (B)(6)2015. Intratubal devices were implanted without incidents. Hysteroscopy on (B)(6)2015: right essure was removed and a new one was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: epicutaneous skin testing positive [for metal]. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of device dislocation ("essure was badly implanted from the beginning, therefore it migrated"), several episodes of abdominal pain ("abdominal pain, predominantly hypogastric" and "abdominal pain"), pelvic infection ("at laparoscopy they found infection") and haematosalpinx ("left haematosalpinx") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced device placement issue ("essure was implanted incorrectly"). In (B)(6) 2015, she experienced intermenstrual bleeding ("scarce intermenstrual bleeding") and adnexa uteri pain ("left adnexal pain"). On (B)(6) 2016, she experienced a first episode of abdominal pain (seriousness criteria hospitalisation and intervention required) with vomiting and feeling abnormal, pelvic infection (seriousness criteria hospitalisation and intervention required) and haematosalpinx (seriousness criteria hospitalisation and intervention required). On (B)(6) 2018, she experienced a second episode of abdominal pain. On (B)(6) 2019, she experienced a third episode of abdominal pain (seriousness criteria hospitalisation and intervention required). On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("intense pain during sexual intercourse"), allergy to metals ("allergy to the metal") with dermatitis contact, genital haemorrhage ("heavy bleeding"), pelvic adhesions ("adherences"), headache ("strong headaches"), swelling ("swelling"), painful joints ("pain in joints/ pain in elbows"), shoulder pain ("pain in shoulders"), asthenia ("lack of strength to lift weight"), metal poisoning ("metallosis") and fatigue ("tiredness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (left essure, one fallopian tube and left ovary removed, adhesiolysis and left adnexectomy with laparoscopy switched to a laparotomy on (B)(6) 2018 and hysterectomy, laparoscopic right adnexectomy on (B)(6) 2019). Essure was removed. At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, the third episode of abdominal pain, adnexa uteri pain, allergy to metals, painful joints, shoulder pain, asthenia, device dislocation, device placement issue, dyspareunia, fatigue, genital haemorrhage, haematosalpinx, headache, intermenstrual bleeding, metal poisoning, pelvic adhesions, pelvic infection, pelvic pain, swelling and weight decreased to be related to essure administration. The reporter commented: diagnostic hysteroscopy performed on (B)(6) 2015. Intratubal devices were implanted without incidents. Hysteroscopy on (B)(6) 2015: right essure was removed and a new one was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): epicutaneous skin testing positive [for metal]. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal review, imdrf codes were amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of device dislocation ('essure was badly implanted from the beginning, therefore it migrated'), pelvic infection ('at laparoscopy they found infection'), haematosalpinx ('left haematosalpinx') and multiple episodes of abdominal pain ('abdominal pain', 'abdominal pain, predominantly hypogastric') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "essure was implanted incorrectly" on (B)(6)-2015. On (B)(6)-2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced metrorrhagia ("scarce intermenstrual bleeding") and adnexa uteri pain ("left adnexal pain"). On (B)(6)-2016, the patient experienced the first episode of abdominal pain (seriousness criteria hospitalization and intervention required) with vomiting and feeling abnormal, pelvic infection (seriousness criteria hospitalization and intervention required) and haematosalpinx (seriousness criteria hospitalization and intervention required). On (B)(6)-2018, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6)-2019, the patient experienced the third episode of abdominal pain (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("intense pain during sexual intercourse"), allergy to metals ("allergy to the metal") with eczema, genital haemorrhage ("heavy bleeding"), pelvic adhesions ("adherences"), headache ("strong headaches"), swelling ("swelling"), arthralgia ("pain in joints/ pain in elbows"), musculoskeletal pain ("pain in shoulders") and asthenia ("lack of strength to lift weight"). The patient was treated with surgery (adhesiolysis and left adnexectomy with laparoscopy switched to a laparotomy on (B)(6)-2018, hysterectomy, laparoscopic right adnexectomy on (B)(6)-2019 and left essure, one fallopian tube and left ovary removed). Essure was removed on (B)(6)-2019. At the time of the report, the device dislocation, pelvic infection, haematosalpinx, the last episode of abdominal pain, pelvic pain, dyspareunia, allergy to metals, genital haemorrhage, metrorrhagia, pelvic adhesions, headache, adnexa uteri pain, swelling, arthralgia, musculoskeletal pain and asthenia outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, arthralgia, asthenia, device dislocation, dyspareunia, genital haemorrhage, haematosalpinx, headache, metrorrhagia, musculoskeletal pain, pelvic adhesions, pelvic infection, pelvic pain, swelling, the first episode of abdominal pain, the second episode of abdominal pain and the third episode of abdominal pain to be related to essure. The reporter commented: diagnostic hysteroscopy performed on (B)(6)-2015. Intratubal devices were implanted without incidents. Hysteroscopy on (B)(6)-2015: right essure was removed and a new one was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: epicutaneous skin testing positive [for metal]. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.